Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that, during maintenance, a 980 ventilator generated a battery error message and failed to charge. The ventilator was not in use on a patient at the time of the reported event. The service engineer (se) inspected the device and found a diagnostic code relevant to the reported incident recorded in the ventilators memory logs. The se replaced the battery. The se performed calibrations and extended self-testing on the device and all tests passed.

Manufacturer narrative:
Batteries were returned to covidien/medtronic¿s product analysis. A visual inspection of the returned components was performed, no notable conditions were found. The returned components were installed into a test ventilator for analysis. An investigation was performed and the product analysis technician reported that the reported issue was isolated to the adc (analog digital converter) voltage out of range. If information is provided in the future, a supplemental report will be issued.